Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated the transfusion was due to low hemoglobin (hgb) and bleeding was possibly related to lvad. Hgb value were taken from lab results.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. A direct correlation between heartmate 3 lvas, serial number mlp-009781, and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Heartmate 3 lvas, serial number (B)(4), was not returned to abbott for evaluation. The heartmate 3 lvas IFU lists infection (local, pump pocket/pseudo pocket, and driveline) and bleeding as adverse events that may be associated with the use of the device. The document also provides information regarding the recommended anticoagulation therapy and inr range. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received 1 unit of packed red blood cells (prbc) on (B)(6) 2018 due to chronic kidney disease and low hemoglobin lab results. It was noted that the patient's hemoglobin was 9.3g/dl. The patient had a computed tomography (CT) scan of the chest, abdomen, and pelvis on (B)(6) 2018. The findings were compatible with multifocal pneumonia. On (B)(6) 2018, the patient had a bronchoalveolar lavage which grew pseudomonas aeruginosa. It was advised that the patient continue empiric vancomycin and zosyn. On (B)(6) 2018, bronchoalveolar lavage were again positive for pseudomonas. Given continued pressor requirements, worsening leukocytosis, and fever, the patient was started on fluconazole. Urine cultures positive for yeast and linezolid was added on (B)(6) 2018.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was transfused with 1 unit of packed red blood cells due to a hemoglobin of 9.9 g/dl. The site of bleeding was unknown. A resolved date of (B)(6) 2018 was provided.